Event description:
Literature: fernandes p, dolan l, weinstein sl. Intrathecal baclofen withdrawal syndrome following posterior spinal fusion for neuromuscular scoliosis; a case report, iowa orthop j. 2008;28:77-80. Summary: the purpose of this study is to raise physician awareness of itb withdrawal symptoms. It was reported that the pt had her first baclofen pump implanted for 4 years. Eight months prior to spinal surgery, the pt had a revision. It was reported that there was a pump malfunction.